Event description:
The manufacturer received information alleging a ventilator would not power on. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated at a manufacturer's service center. The ventilator's system board was replaced to correct the problem. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.